Event description:
An isi rep reported that the tip of the monopolar curved scissors instrument would not open or close. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the grips open and close properly. One grip is bent, causing side to side misalignment of grips. There is a .050 inch offset at the tips. The bent grip has separation of the yaw pulley and conductor cap at the glue joint, most likely indicating overloading at the tip. Engineering conducted testing and the recognition and engagement passed. Electrical continuity passed. Engineering also observe the distal end of main tube has a 1.3 inch section with material removed on one side of the tube. The damaged area is 2 inches above the proximal clevis, parallel to the tube axis, and has a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.